Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator paddle would not discharge. There was no reported patient impact.